Event description:
The carers were using the lifter concerned to transfer the pt onto the bedpan that was positioned on the bed. After using the bedpan, the carer tried to lift the pt using the lifter when the lifter momentarily stopped then restarted. It then suddenly dropped, as it dropped (the jib did not detach) the carers caught hold of the lifter handle before it trapped the pt's legs. There were no reported injuries to the pt or the carers. (B)(4)

Manufacturer narrative:
An arjo inspector visited the facility to inspect the lifter concerned and his findings indicate the lifter was in a fair condition. It was noted the lift straps were coloured white indicating they were in excess of 5 yrs old, where they should be replaced every 2 yrs. The side covers were cracked. The lifter was function tested and performed to specification with no faults found. He was also unable to reproduce the reported complaint. Based upon the report received, it was unable to conclude the cause of the reported complaint. The cracked covers and old lift straps would not have caused the reported complaint. It is recommended the lifter is fully serviced before returning to service. Also the users that use the lifter in question are fully conversant with the correct procedure for operating the lifter in accordance with the operating instructions. Arjo will send another copy of the operating instructions to the facility.